Event description:
It was reported by the patient¿s son-in-law that the patient was placed in a nursing home approximately 2 years ago. The caller stated the patient had a carelink home monitor but a transmission was never sent and a device check was never performed. The caller stated the patient died due to cardiac arrest. The caller stated the device was removed post mortem and requested analysis of the implantable pulse generator (ipg) to determine what the ipg recorded on the date of death. The caller alleged the device contributed to the death of the patient.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).